Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed and did not determine the complaint is related to the manufacturing of the product. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.